Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found four full breach degradations of the outer insulation at 4.3cm to 4.4cm, 4.7cm to 4.8cm, 4.9cm to 5.0cm and 5.1cm to 5.2cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.